Event description:
No additional information received.

Manufacturer narrative:
(B)(4) follow up for device evaluation it was reported the boxes were marked as item g40140 however the item inside was showing as 625211. To aid in the investigation, three thousand three hundred samples in sealed packaging blisters and one photo were received for evaluation by our quality team. There were three case boxes, each with ten shelf boxes of one hundred units. There were also an additional three shelf boxes with one hundred units each. A visual inspection was performed. The case label, shelf box label and packaging blisters were all marked as 305211. The products in the packaging are material 305211, filter needles. The photo provided shows a set of five packaging blister top webs. No defects or imperfections were observed. A device history record review was completed for provided material number 305211, lot 4305236. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Manufacturer narrative:
(B)(4). Follow up for device evaluation it was reported the boxes were marked as item g40140 however the item inside was showing as 625211. To aid in the investigation, three thousand three hundred samples in sealed packaging blisters were received for evaluation by our quality team. There were three case boxes, each with ten shelf boxes of one hundred units. There were also an additional three shelf boxes with one hundred units each. A visual inspection was performed. The case label, shelf box label and packaging blisters were all marked as 305211. The products in the packaging are material 305211, filter needles. No defects or imperfections were observed. A device history record review was completed for provided material number 305211, lot 4305236. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Event description:
No additional information received.

Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # (B)(4)) on march 7, 2025. This documentation is available in bd document management system (sap) as (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: pharmacy devices. Device failure: mixed product/lots.

Event description:
No additional information

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #:305211. Batch#:4305236. Verbatim: rcc received a complaint via email. Product item number / item description: g4010 hypodermic needle, safety glide 21 gauge x 1 inch with shielding mechanism. Date of incident: (B)(6) 2025 description of incident: was able to confirm that the available stock on hand was showing the boxes marked as item g40140, however, the item inside was showing as 625211- the blunt needle filter 18 gauge.